Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2015 with a blood glucose level of 44 mg/dl. The customer was treated for their blood glucose by paramedics who transported them to a hospital. The customer stated that they were bike riding prior to the incident. The customer mentioned that they had the flu. It was unknown if the customer was wearing the insulin pump during their hospital stay. The customer did not return the product back for analysis.